Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks one day after implant and while hospitalized due to junctional ectopic tachycardia with a heart rate of 240-280. The patient was treated with medication and weaned off. A magnet was placed over the device; however, it did not disengage from shocking. Following, the implantable cardioverter defibrillator was "turned off" and the patient was discharged home. No further patient complications have been reported as a result of this event.